Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of multiple back operations and spinal pain. It was reported that the patient¿s therapy stopped due to a power on reset (por) message on the patient programmer (pp) when trying to turn on stimulation. The patient reported that they were feeling stimulation in the left leg since (B)(6) 2018, but they were supposed to be feeling it in the low back. The patient was able to clear the por message, but was not able to achieve adequate therapy. The patient requested that a manufacturer representative attend their doctor appointment on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they would contact the physician regarding reprogramming. Additional information received from the healthcare provider indicated that the cause of the por was not determined. They also stated that the patient¿s lack of therapeutic effect has not been resolved. No further complications were reported or anticipated.